Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while implanting an implantable pulse generator (ipg) it was noted that there was right atrial (ra) lead which had been capped and replaced in the patient. No patient complications have been reported as a result of this event.